Event description:
It was reported that the patient had a device before his current rechargeable system that went dead in a month. That was in (B)(6) 2010. The healthcare professional (hcp) noted that the patient had not been seen since 2011. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# v263244, implanted: (B)(6) 2010, product type: lead; product ID 3487a-45, lot# v131499, implanted: (B)(6) 2010, product type: lead; product ID 3487a-45, lot# v341979, implanted: (B)(6) 2010, product type: lead; product ID 3487a-45, lot# v341203, implanted: (B)(6) 2010, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: extension; product ID 355031, lot# n238363, implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: screening device. (B)(4).